Event description:
The caller stated that the unit does not have audio. Caller confirmed there was no patient involvement or harm.

Manufacturer narrative:
The speaker had been swapped out, and the issue was isolated to the main board. Information has been added to the database for trending purposes. (B)(4).